Event description:
Patient had tissue expander placement-bilaterally. Recently noticed deflation of the right tissue expander. Today surgery for placement of permanent prosthesis-bilateral. H&p: bilateral mastectomies for right-side breast cancer. She underwent delayed bilateral breast reconstruction with submuscular tissue expanders and alloderm grafts. She recovered well from that surgery. She went on to complete her serial expansions of 800 ml of saline. The patient was allowing time for the tissues to relax when she presented with a sudden deflation of her right breast tissue expander. She is now presenting for exchange of the 2 tissue expanders for gel implants to complete her reconstruction. Description of procedure: the tissues were divided with electrocautery down to the tissue expanders, which the left was deflated and removed from the pocket. The right one which had prematurely deflated was removed intact and, under palpation, it was apparent that she had a small hole along the inferior edge of the tissue expander at the 5 o'clock position on the rim.